Event description:
It was reported, the patient had to recharge her device up to 10 hours a day. The settings of the parameters for the amplitude were on maximum (10.5 v). It was noted one electrode was used. The patient's stimulator was replaced. There were no patient symptoms or injuries related to the event. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that there was reduced battery capacity due to over discharge. According to the trace report, poor coupling was observed on the last five recharge sessions (0-2bars). A recharge coupling test was performed and the explanted device obtained good coupling and matched a known good device. There were no significant anomalies. Analysis of the lead (product #3777) found that it was broken at conductors 0,2,3 at the proximal edge of the #3 electrode sleeve.

Manufacturer narrative:
Product ID, neu_unknown_lead lot# serial# unknown, implanted: explanted: product type lead. (B)(4).